Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a right ventricular lead revision procedure due to high capture thresholds. The lead was capped and replaced without further consequences. The patient was stable throughout.